Event description:
When changing between angles on the 4v1 transducer biopsy guide it is easy to dislodge the guide. (Not a secure fit). This was reported during a demonstration, not during patient procedure.